Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press and often required multiple attempts to activate the screen. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to address the issue and decided to replace the pump. A replacement pump with updated software was sent to the customer, who was informed about the availability of training and the steps to follow upon receiving the new pump. Customer agreed to return the problematic pump using the provided return box and pre-paid label.